Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles stalled half-way up in the barrel. Needle back down was not successful. The cardiologist chose to pull the device out. An 8 fr sheath was placed and the pt went to successful manual compression.